Event description:
It was reported to boston scientific corporation that an optiflo injection needle device was used during a demonstration; no patient was involved. According to the complainant, during the demonstration, the sales rep was able to exit the needle from the sheath. However, she wasn't able to retract the needle after the demonstration.

Manufacturer narrative:
The returned optiflo injection needle device was evaluated. No issues were found during visual inspection. Once the needle was extended, it was able to advance and retract, allowing the device to work properly. The product met labeling specifications. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an optiflo injection needle device was used during a demonstration; no patient was involved. According to the complainant, during the demonstration, the sales rep was able to exit the needle from the sheath. However, she wasn't able to retract the needle after the demonstration.

Manufacturer narrative:
The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)